Manufacturer narrative:
(B)(4). The rivet on the jaw is broken/shared off. Pull rod is distal shared off. Pull rod at the connection point is heavily bended. The rit and the part that is shared of from the pull rod is missing. The instrument has been returned for repair the first time. The handle with the lot e7-03 was delivered with invoice (B)(6) on may the 18th from the supplier to teleflex. The shaft with the lot h7-02 was delivered with invoice (B)(6) on (B)(6) from the supplier to teleflex. The insert with the lot g7-03 was delivered with invoice (B)(6) on (B)(6) from the supplier to teleflex. When reviewing the device history record of the applicable lot, it could be confirmed that the right material and all specified and required components have been used. All defined and specified working steps are recorded on the working sheet. Based on the damages, it is assumed that the breakage was caused by an overloading. No corrective action will be initiated by k & w. The repair could be performed.

Event description:
It was reported that during a robotic assisted prostatectomy the device broke with loss of a fragment in the abdominal cavity. They tried to locate the fragment unsuccessfully with fluoroscopy. No complications were reported for the patient. No extension of the hospitalization was reported for the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a robotic assisted prostatectomy the device broke with loss of a fragment in the abdominal cavity. They tried to locate the fragment unsuccessfully with fluoroscopy. No complications were reported for the patient. No extension of the hospitalization was reported for the patient.